Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.  During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported.  During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board needs to be replaced to address the issue. The device was returned unrepaired per customer request.